Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8 h2, h6 and h11. Based on the results of the investigation, it is likely error e433 allegation indicates internal abnormality of the generator, and it occurs when internal electronic board failure or foot switch failure. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the error e433 occurred four times in the generator. The issue occurred during maintenance. There were no reports of patient harm.